Event description:
It was reported to kendall healthcare products in which the customer states that the permcath was inserted in 10/2000 and used 10/2000-11/2000 and then every monday-wednesday-friday until 12/2000 when catheter allegedly did not work well and pt had a temp. Sent to ER to see infectious disease specialist and there was an infection. Physician recommended removal and was done on the following day.